Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal and a limb extension. Subsequently, upon follow up, computed tomography revealed a type 3b endoleak which caused aneurysm to grow in the last 12 months. Physician did a reline in the graft with a gore device and repaired without any issue. Patient is doing well after secondary procedure.

Manufacturer narrative:
Based on the clinical evaluation there was evidence to support aneurysm growth, type ii endoleak and type iiib endoleak could not be confirmed. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Based upon the root cause there is not enough information to determine the reported event.